Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex contour profile high 350cc saline catalog: 3542712. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction with mentor siltex contour profile high 350cc saline breast prostheses. Wrinkling, movement and possible deflation were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.